Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope experienced a fuzzy pixilated image to the point where you couldn't see anything at all. The event was found during set up for a diagnostic upper endoscopy procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional reportable findings identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fuzzy image was due to a defective pc board. Olympus will continue to monitor field performance for this device.